Event description:
It was reported that the pump motor drive off post and pump motor drive phase b post alarms. Pump now screeches upon powered on. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was in good condition with no appearance of any physical damaged. A review of the event history log identified pump motor drive off post and pump motor drive phase b post. Functional testing was performed using the power up process. Testing was unable to duplicate the reported problem. The root cause was stated that the battery was found not working (all the reading value of battery ended with n/a) which is causing the customer reported problem. The pump will be converted into a loaner. This MDR was generated under protocol (B)(4).